Event description:
A dual chamber implantable pulse generator (ipg) system was received by the manufacturer from an unknown source. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched. The lead was stretched, and there was apparent explant damage. A visual analysis was performed only. (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched and had blood/body fluid (not obstructed). The lead was stretched, and there was apparent explant damage. A visual analysis was performed only.